Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-may-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 5 spring was broken and was not opening. A field service engineer found that the drawer 4 bus was failed due to missing magnet from inseparable. Fse replaced the inseparable and tested in hardware test application to resolve the issue. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es the drawer 5 spring broken and failed to open. The customer reported that there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.